Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, the pump touch screen also had yellow and blue lines across the pump touch screen and customer was unable to see anything else. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.